Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-06434-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR). Section b2 was corrected to hospitalization (initial or prolonged) and other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to experience respiratory failure, asthma, difficulty breathing, cough and chronic obstructive pulmonary disease. There was no medical intervention required by the patient. The reported event of patient reporting respiratory failure and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused respiratory failure, asthma, difficulty breathing, cough and chronic obstructive pulmonary disease. The patient did receive medical intervention and reported to be hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.